Event description:
It was reported that the system would intermittently not display images. This could cause the system to become unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.